Event description:
It was reported that the patient was experiencing an increase in charging difficulty and troubleshooting did not resolve the issue. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.